Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the implant may have been stretched. When the coil was used to embolize the internal thoracic artery (ita) to treat apca, the implant may have been stretched. The physician requested an investigation to confirm whether or not material attached on angiographic catheter was from the implant. The coil concerned was used to embolize the origin of the ita. During embolization, as a microcatheter was partially inside an angiographic catheter, the implant was also partially deployed inside the angiographic catheter. Therefore, a slight resistance as if the coil was pushed back was felt during placement, but the implant was placed and detached without problems. After the implant was confirmed to be successfully detached, the pusher was withdrawn along with the microcatheter and angiographic catheter and removed from the patient. When the tip of the angiographic catheter was checked, string-like substances that appeared to be the material of the implant were adhered to the tip. There were two strings attached (about 2 cm each). Since the implant was successfully detached, the procedure was successfully completed.